Manufacturer narrative:
Invalid placement/storage of the hand control and therefore accidental activation of the hand control by the consumer was determined to be the cause for this event. (B)(4).

Event description:
Customer alleges hand control fell between the seat and arm. When he reached in and grabbed the hand control he activated it causing him to fall to the floor.

Event description:
Customer alleges hand control fell between the seat and arm. When he reached in and grabbed the hand control he activated it causing him to fall to the floor.

Manufacturer narrative:
The device has not been made available for evaluation as of yet. Should the device or further information become available, a follow-up report will then be issued.